Event description:
It was reported that a sales consultant became aware of non-union which occurred after a bilateral charcot procedure in which one side didn't take. The resulting revision procedure involved the removal of a 6.5mm mid foot fusion bolt which was replaced with cannulated screws. This was reported to the sales consultant by a rotating podiatry resident. The original charcot surgery was reported as occurring about 1.5 years ago; the removal surgery was about 1 year ago. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.